Event description:
It was reported that at implant of the atrial lead, there was moderate difficulty placing, no capture, noise, and intermittent sensing. The lead was not implanted. No patient complications have been reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned for analysis and it revealed that the lead was stretched, the inner insulation was kinked/buckled, and the inner insulation was torn. A visual inspection notes that the lead has been stretched, so the inner tubing buckled and prevents the helix from functioning properly.